Event description:
The implantable neurostimulator (ins) reached eol (end of life) 5 months after implant. The physician and patient believed that there could be a problem based on how quickly the ins depleted. The ins was replaced.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.